Event description:
When the customer is trying to run test the display disappears except for one segment. No result is displayed and no error message appears. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.